Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that under fluoroscopy the md inserted the iab sheathless via the femoral artery, while in the cath lab. After the iab was inserted, it was connected to the pump. The membrane did not inflate 100%, and as a result, the md tried to manually inflate the iab. This was not successful, and the iab was removed and replaced with another iab-s730c catheter. Strips were generated and are available. The x-ray showing the iab 50% inflated is not available to review.